Event description:
Eighteen months post implant, pt admitted ((B)(6) 2010) following 2 neuro events. Thrombus detected on la and ra sides of the device. La side described as pedunculated with a thin stalk. Pt to surgery to explant the device. Pt is reported recovering without sequelae.